Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the area around her reservoir cracked and now her reservoir is coming loose. She said that this is causing her to experience high blood glucose. Her blood glucose was 133 mg/dl. The customer declined high blood glucose troubleshooting. During troubleshooting, the customer said that there is a crack around the lip of the reservoir near the gasket and that she believes that she may have dropped it. She was advised that the pump would need to be replaced, to discontinue use of the pump and to revert to the backup plan per her doctor¿s orders. The pump will be returning for analysis.

Manufacturer narrative:
Insulin pump was received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, missing reservoir tube o-ring, stained end cap sticker, stained address/serial number label and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip noted.